Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. The injury to the patient was captured under related MDR 2015691-2018-01952. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-01952 .

Event description:
During a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with a 20 mm edwards bav catheter. During the deployment of a 23 mm sapien 3 valve, the commander delivery system balloon ruptured. It appeared that the valve was stable and fully deployed. Hemodynamics were stable and a root angiogram was performed to confirm valve placement and function, and root integrity. During the attempts to remove the delivery system though the esheath, it was noted on fluorography that the esheath seam ¿split¿ and the distal tip was ¿folded back on itself¿. The delivery system could not be pulled back into the sheath and the decision was made to remove the delivery system and sheath together as a unit. The esheath and delivery system were withdrawn from the patient. Vascular injury, due to the separated delivery system nose cone, were repaired by a vascular surgeon. The patient was transferred in stable condition. Review of the photograph of the esheath, following the removal from the patient, indicated delamination of the sheath distal tip. The access vessel minimum luminal diameter (mld) measured 6.8 mm x 5.1 mm with mild calcification and mild tortuosity reported. The delivery system and esheath were discarded following the procedure and are not available for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
The delivery system and esheath were discarded following the procedure and were not available for evaluation. Without the device, visual evaluation, functional testing and dimensional analysis could not be performed. A review of the photographs of the esheath post procedure was performed. The photograph showed delamination of the sheath. Lot history review revealed no other complaints for ¿sheath distal tip ¿ liner delamination¿. Complaint history review from june 2017 to may 2018 revealed 18 other complaints for the 14fr. Edwards expandable introducer sheath set (models 914es, 914esa, 914esj, 914es23 and 9610es14) for ¿sheath distal tip ¿ liner delamination¿. Fourteen (14) complaints were confirmed, but no manufacturing non-conformances were found in the returned devices. Available information suggested patient and or procedural factors contributed to the reported events. Four (4) complaints are pending engineering evaluation. A review of the complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the trend category ¿damaged¿. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During manufacturing, the esheath undergoes multiple 100% manufacturing inspections. After sterilization, product verification inspections are performed on samples from each lot. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. A review of the risk documentation revealed that the reported event is anticipated in the risk management file. Unable to withdraw the compatible device into the sheath results in peripheral intervention. Severity level of 3. Difficulty removing interventional device through the sheath shaft may result in puncture / tear of the femoral vessel, hematoma, blood loss, with surgical repair or other intervention required. Severity level of 3. In this case, the complaint of ¿sheath distal tip ¿ liner delamination¿ was confirmed based on the photograph provided by the site. Due to the unavailability of device, functional testing and dimensional analysis were not able to be performed; however, work order review, lot history review, complaint history review and the manufacturing mitigations did not reveal any indication that a manufacturing non-conformance contributed to the reported event. As reported in the event description, the delivery system balloon ruptured during valve deployment. The altered balloon profile may have gotten caught on the tip of the sheath during device withdrawal. If withdrawal difficulties were encountered, excessive force applied in order to withdraw the device can cause delamination of the sheath. Although the exact cause of the sheath distal tip delamination cannot be confirmed, procedural factors (delivery system balloon rupture, withdrawal difficulties) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018- 01952.